Event description:
Hospital advised that heparin was set up to infuse at a rate of 80 ml/hr and in one and a half hours 498 mls infused. The user indicated that the "monitor" displayed a volume to be infused parameter of 738 ml and the volume infused parameter was 425.4 ml. There was no patient consequence reported.